Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal prior to pump replacement in (B)(6) 2008. It was first reported that the healthcare provider (hcp) ¿shut the pump off¿ and that caused the withdrawal. It was stated that no alarms were heard at that time. However, it was later reported that the withdrawal was attributed to the replacement occurring too late and that the pump died before it was replaced. It was stated that the patient reportedly went through ¿4 days of hell¿ and almost died. No outcome was reported regarding this event. Further clarification is needed in order to clarify the cause of the withdrawal. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).